Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 33 mg/dl, 207 mg/dl, 214 mg/dl, 35 mg/dl and 220 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. According to the memory log the reported readings were taken within two separate ten minute occasions. All the reported readings were found in the meter's memory. All pertinent information available to abbott diabetes care has been submitted.